Event description:
This report is being filed upon notification from our mr MFR, of an event that occurred in another country. The pt was scanned with the feet first into the magnet. The pt was an autistic person and was on general anesthetic during the examination. Therefore, ECG-leads, oxygen saturation, and a tube for anesthesia were also connected to the pt. After the scan a second degree burn with blister (5cm) appeared on the right arm, between the wrist and elbow where the arm was touching the cable of the rf-coil.